Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that blade lifted occurred. The target lesion was located at below the knee artery. A 4.00mm x 1.5cm x 140cm small peripheral cutting balloon was selected to treat the target lesion. The physician dilated this balloon to 6atm and 8atm. During removal of the device, the physician felt a slight resistance. The physician tried to pull it harder and the blade was lifted. The procedure was completed with this device. No patient complications were reported and the patient's status was good.